Event description:
It was reported that two persona tibial articular surface provisionals cracked during trialing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device found signs of repeated use and a fracture on the medial side. Heavy gouge marks and dents were noted, indicative of heavy use. Device history records and receiving inspection reports were reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to bending/torsional loading on the device. The fractured tasp components in this complaint were manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.